Manufacturer narrative:
(B)(4). Date sent: 03/21/2016. Batch # = m93997. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that prior to an unknown procedure, the clips were not fired with proper position and shape. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # = m93997. The analysis results found that the el5ml device was returned partially cycled and in good visual condition. In an attempt to replicate the reported incident, the cycle was completed and the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. The reported event could not be confirmed as no malformed clips were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.